Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a carpel tunnel and plantar pressure release procedure on left foot in which floseal was used. During the procedure, the patient experienced bleeding and a tourniquet was applied. It was reported the floseal was not irrigated. After the tourniquet was released the patient experienced blisters, swelling, redness, itchiness, irritation and warmth at the back of the ankle where the incision was made. The patient was not hospitalized for the event. The patient was checked for a deep vein thrombosis (dvt) due to the ankle warmth, the dvt was ruled out. Additional treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.